Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon turning the pump on, the customer received a malfunction alarm; however, as the screen could not be illuminated the type of alarm could not be identified. Blood glucose was not reported.